Event description:
On (B)(6) 2024, this patient underwent emergent endovascular treatment of a rapid enlargement of kommerell diverticulum using gore® tag® conformable thoracic stent graft with active control system. Around (B)(6) 2024, a proximal type I endoleak was suspected on a computed tomography imaging. It was reported that migration of the proximal side of the device in a distal direction was also suspected, and the device migration might have caused the endoleak. On (B)(6) 2024, a reintervention was performed, an additional stent graft was placed proximally. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use(IFU), the physician and patient should review the risks and benefits when discussing this endovascular device and procedure including: the possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.